Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the plug of a 6f exoseal vascular closure device (vcd) was found to have been pulled out. Manual compression was applied. There was no reported patient injury. The indicator window turned black, and the plug deployment button was pressed. The exoseal vascular closure device (vcd) and the non-cordis sheath were removed together as a single unit approximately 1¿2 seconds after the deployment button was fully depressed, and the indicator wire was not visible upon removal. The device was used in an interventional procedure utilizing a retrograde approach, and the patient¿s bmi was not greater than 40. The user was trained to the device, and no device or package damage was observed prior to use. The device was stored and prepared per the instructions for use (IFU). Imaging confirmed suitability of the femoral artery, including appropriate insertion angle, and the vessel diameter was at least 5 mm. The puncture site showed no calcium, plaque, tortuosity, nearby stent, or stenosis greater than 50%. The site had not been closed within 30 days prior and showed no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm prior to use of the vcd. A non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received partially depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. Additionally, a non-cordis 6f catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis, no additional anomalies were observed to be reported. The functional evaluation could not be performed, as the unit was received completely deployed. Nevertheless, the deployment lever was fully depressed, and it was observed that no resistance nor friction was observed during its full depression. A high magnification microscopic evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿plug inaccurate placement¿ was not observed through analysis of the returned device as the unit was received with the deployment lever partially depressed and no plug returned for analysis. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine exactly what factors may have contributed to the reported inaccurate placement of the plug since the device was received in a condition that does not match the event description provided. However, user-related factors (user error) may have likely been a contributing factor to the reported event as the deployment lever was received partially depressed. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ the IFU instructs, ¿use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. Caution: care should be taken to ensure no further pullback of the exoseal¿ vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal¿ vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) was found to have been pulled out. Manual compression was applied. There was no reported patient injury. The indicator window turned black, and the plug deployment button was pressed. The exoseal vascular closure device (vcd) and the non-cordis sheath were removed together as a single unit approximately 1¿2 seconds after the deployment button was fully depressed, and the indicator wire was not visible upon removal. The device was used in an interventional procedure utilizing a retrograde approach, and the patient¿s bmi was not greater than 40. The user was trained to the device, and no device or package damage was observed prior to use. The device was stored and prepared per the instructions for use (IFU). Imaging confirmed suitability of the femoral artery, including appropriate insertion angle, and the vessel diameter was at least 5 mm. The puncture site showed no calcium, plaque, tortuosity, nearby stent, or stenosis greater than 50%. The site had not been closed within 30 days prior and showed no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm prior to use of the vcd. The device will be returned for analysis.